Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain appeared after essure insertion and worsened during menstruation"), abdominal pain ("intense abdominal pain (impossible to move)"), seizure ("convulsions"), the second episode of presyncope ("several vasovagal episodes with hypotension, including one episode with convulsions") and the second episode of cervical dysplasia ("high-grade (cin )2 malpighian intraepithelial lesion without chorionic infiltration / high grade dysplasia") in a (B)(6) year-old female patient who had essure (batch no. D40631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "the right implant appearing twisted on itself at the anterior part of the tube". The patient's past medical history included parity 3 (three children), complication of pregnancy (three difficult pregnancies), hypertension, device intolerance on (B)(6) 2014, transient ischemic attack in 2005 and labile hypertension. No gynecological history. On (B)(6) 2012, (B)(6) 2014 and (B)(6) 2014: pap smear with no abnormalities. Previously administered products included for an unreported indication: approval (irbesartan) for labile hypertension. From 2005 to 2008. Concomitant products included etifoxine (stresam) for abnormal sleep-related event as well as ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced malaise ("frequent malaise"). In (B)(6) 2016, the patient experienced device dislocation ("presence of the right implant in unusual position with occlusion"). In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), seizure (seriousness criterion medically significant), syncope ("fainting spells"), the first episode of fatigue ("major fatigue, especially one week before menstrual period"), visual impairment ("vision was altered at various times of day"), dysmenorrhoea ("periods were painful"), palpitations ("palpitations") and allergy to metals ("allergy to nickel and copper"). On (B)(6) 2016, 7 months 25 days after insertion of essure, the patient experienced the first episode of abdominal pain upper ("sudden onset of intense epigastric pain/spasmatic pain with radiation"), the first episode of presyncope ("a vasovagal-like episode of malaise") and loss of consciousness. On (B)(6) 2016, the patient experienced the second episode of presyncope (seriousness criterion medically significant) with hypotension and seizure. In (B)(6) 2016, the patient experienced device intolerance ("suspected intolerance to the essure"). On (B)(6) 2016, the patient experienced the first episode of cervical dysplasia ("a low grade malpighian intraepithelial lesion"). On (B)(6) 2016, the patient experienced migraine. On (B)(6) 2017, the patient experienced the second episode of cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("unusual problems and lesions"), menometrorrhagia, alopecia ("hair loss"), the second episode of abdominal pain upper ("stomach pain"), vertigo ("vertigo"), ovulation pain ("recurrent peri-ovulatory pain"), uterine leiomyoma ("fibromatous uterus"), headache, tachycardia and the second episode of fatigue ("feels very tired"). The patient was treated with tranexamic acid (exacyl), spasfon, acetylleucine (tanganil), ramipril, surgery (essure was removed via laparoscopic bilateral salpingectomy) and surgery (cone procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, seizure, the last episode of presyncope, the last episode of cervical dysplasia, syncope, visual impairment, dysmenorrhoea, palpitations, allergy to metals, adverse event, loss of consciousness, device dislocation, device intolerance, alopecia, the last episode of abdominal pain upper, vertigo, ovulation pain, uterine leiomyoma, headache and tachycardia outcome was unknown and the malaise, menometrorrhagia, the last episode of fatigue and migraine had resolved. The reporter provided no causality assessment for abdominal pain, adverse event, allergy to metals, alopecia, device dislocation, device intolerance, dysmenorrhoea, headache, loss of consciousness, malaise, menometrorrhagia, migraine, ovulation pain, palpitations, pelvic pain, seizure, syncope, tachycardia, uterine leiomyoma, vertigo, visual impairment, the first episode of abdominal pain upper, the first episode of cervical dysplasia, the first episode of fatigue, the first episode of presyncope, the second episode of abdominal pain upper, the second episode of cervical dysplasia, the second episode of fatigue and the second episode of presyncope with essure. The reporter commented: on (B)(6) 2015 essure was implanted and this procedure took place without difficulty, under hypnosis, with ¿3 intrauterine trailing coils¿. On (B)(6) 2016: the patient underwent na abdominal x-ray without contrast to verify the position of the implants. This test showed ¿two asymmetric implants in the pelvic area¿. On (B)(6) 2016, the patient underwent to an hysterosalpingography which showed, in the right fallopian tube, ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 the patient's cardiologist, who observed that his patient ¿had presented with several vasovagal episodes with hypotension, including one episode with convulsions, on her birthday¿ concluded that her ¿cardiovascular workup was satisfactory, with no contraindication to anesthesia with thrombophlebitis prevention.¿ on (B)(6) 2016, the patient went to the allergist and the report indicated, ¿48 hours later, there was a clearly positive result for nickel and a slightly positive result for chrome salts. From 19 to (B)(6) 2017 the patient was hospitalized to have her essures removed. The gynecologist observed, ¿patient wants essure removal: symptoms dominated by pelvic pain appeared after essure insertion (hair loss, asthenia, palpitations) and worsened during menstruation¿, ¿nickel and copper allergy¿. Patient¿s health greatly improved since essure removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: two asymmetric "impla"; allergy test - on (B)(6) 2016: positive for nickel and for chrome salts; biopsy cervix - on (B)(6) 2017: high grade dysplasia;; blood test - on (B)(6) 2016: normal; on (B)(6) 2016: normal; on (B)(6) 2017: normal (normal); diabetes mellitus management - on (B)(6) 2016: normal; gynaecological examination - on (B)(6) 2015: normal (normal); hysterosalpingogram - on (B)(6) 2016: 3 essure coils; hysteroscopy - in (B)(6) 2016: right implant in unusual position with occlusion nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: no ovarian cysts, showed fibromatous uterus; pathology test - on (B)(6) 2017: discrete mucosal fibrous; smear cervix - on (B)(6) 2016: malpighian intraepithelial lesion; smear test - on (B)(6) 2017: high-grade (cin ) 2 m; in (B)(6) 2017: normal; ultrasound abdomen - on (B)(6) 2016: no abdominal abnormality; ultrasound pelvis - on (B)(6) 2016: implants seemed to be in place; on (B)(6) 2017: left hemorrhagic ovarian cyst; ultrasound scan - on (B)(6) 2017: normal; x-ray - in 2016: one of the inserts twisted in the fallopian tube; x-ray of pelvis and hip - on (B)(6) 2016: essures in place; on (B)(6) 2016: hysterosalpingography (cont.): showed, in the right fallopian tube, ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 smear cervix (cont.): the patient underwent a pap smear that showed a low grade malpighian intraepithelial lesion (bethesda lsil, cin 1) and hpv-related cellular modifications. On (B)(6) 2016 ultrasound pelvis (cont.): ¿the implants seemed to be in place, with the right implant appearing twisted on itself at the anterior part of the tube.¿ on (B)(6) 2017 smear test (cont.): showed a ¿high-grade (cin )2 malpighian intraepithelial lesion without chorionic infiltration¿. On (B)(6) 2017 pelvic ultrasound (cont.): very likely left hemorrhagic ovarian cyst making it impossible to rule out an endometriotic process. Tubal implants seen in place. On (B)(6) 2017 pathology (cont.): discrete mucosal fibrous changes without any notable inflammation and absence of dysplastic or tumoral lesion. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: info received from a lawyer (summons): the previously events "one of the inserts was twisted in the fallopian tube" changed to "the right implant appearing twisted on itself at the anterior part of the tube", "haemorrhagic menstrual bleeding" changed to "menometrorrhagia", "allergy to nickel" changed to "allergy to nickel and copper". Essure dates, lab data, treatments, medical history, concomitant medication and new events added (unusual problems and lesions, sudden onset of intense epigastric pain, vasovagal-like episode of malaise, spasmatic pain with radiation, frequent malaise, suspected intolerance to the essure, several vasovagal episodes with hypotension, including one episode with convulsions, a low grade malpighian intraepithelial lesion, hair loss, stomach pain, vertigo, high-grade (cin) 2 malpighian intraepithelial lesion without chorionic infiltration, recurrent peri-ovulatory pain, fibromatous uterus, headaches, tachycardia, feels very tired, pelvic pain, high grade dysplasia and migraines). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 15-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain appeared after essure insertion and worsened during menstruation'), abdominal pain localised ('intense abdominal pain (impossible to move), right sided pain'), seizure ('convulsions') and high grade squamous intraepithelial lesion ('high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration / high grade dysplasia') in a 36-year-old female patient who had essure (batch no. D40631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "the right implant appearing twisted on itself at the anterior part of the tube" on (B)(6) 2016. The patient's medical history included device intolerance on (B)(6) 2014, transient ischemic attack in 2005, parity 3 (three children), complication of pregnancy (three difficult pregnancies), hypertension, labile hypertension, quincke's oedema, calcaneus fracture and migraine. No gynecological history. On (B)(6) 2012, (B)(6) 2014 and (B)(6) 2014: pap smear with no abnormalities. Previously administered products included for an unreported indication: approval (irbesartan) for labile hypertension. From 2005 to 2008. Concomitant products included etifoxine hydrochloride (stresam) for abnormal sleep-related event as well as ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced malaise ("frequent malaise"). On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("pain abdomen"), 2 months 25 days after insertion of essure. In (B)(6) 2016, the patient experienced device dislocation ("presence of the right implant in unusual position with occlusion"). On (B)(6) 2016, the patient experienced the first episode of presyncope ("a vasovagal-like episode of malaise"), loss of consciousness ("loss of consciousness") and abdominal pain upper ("sudden onset of intense epigastric pain / spasmatic pain with radiation/ stomach pain"). On (B)(6) 2016, the patient experienced the second episode of presyncope ("several vasovagal episodes with hypotension, including one episode with convulsions") with seizure and hypotension. In (B)(6) 2016, the patient experienced device intolerance ("suspected intolerance to the essure"). On (B)(6) 2016, the patient experienced low grade squamous intraepithelial lesion ("a low grade malphigian intraepithelial lesion"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel and copper"). On (B)(6) 2017, the patient experienced high grade squamous intraepithelial lesion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("acute and intense abdominal pains (salpingectomy was performed one year before)"). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain localised (seriousness criterion medically significant), dysmenorrhoea ("periods were painful"), menometrorrhagia ("menometrorrhagia"), headache ("headaches"), seizure (seriousness criterion medically significant), syncope ("fainting spells"), ovulation pain ("recurrent peri-ovulatory pain"), umbilical haematoma ("sub-umbilical slight hematoma"), fatigue ("major fatigue, especially one week before menstrual period, feels very tired"), visual impairment ("vision was altered at various times of day"), tachycardia ("tachycardia"), palpitations ("palpitations"), alopecia ("hair loss"), vertigo ("vertigo"), memory impairment ("memory disorders"), adnexa uteri cyst ("benign serous paratubal cyst") and sleep disorder ("sleep disorders") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was treated with acetylleucine (tanganil), other drugs for functional gastrointestinal disorders, ramipril, tranexamic acid (exacyl) and surgery (essure was removed via laparoscopic bilateral salpingectomy and cone procedure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain localised, dysmenorrhoea, headache, syncope, visual impairment, tachycardia, palpitations, abdominal pain upper, vertigo and memory impairment had resolved, the migraine had resolved with sequelae. At the time of the report, the pelvic pain, allergy to metals, device dislocation, seizure, the last episode of presyncope, loss of consciousness, ovulation pain, high grade squamous intraepithelial lesion, umbilical haematoma, device intolerance, low grade squamous intraepithelial lesion, alopecia, uterine leiomyoma, adnexa uteri cyst, sleep disorder and the last episode of abdominal pain outcome was unknown and the menometrorrhagia, fatigue and malaise had resolved. The reporter considered abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, device dislocation, device intolerance, dysmenorrhoea, fatigue, headache, loss of consciousness, low grade squamous intraepithelial lesion, malaise, memory impairment, menometrorrhagia, migraine, ovulation pain, palpitations, pelvic pain, seizure, sleep disorder, syncope, tachycardia, umbilical haematoma, uterine leiomyoma, vertigo, visual impairment, the first episode of abdominal pain, the first episode of presyncope, high grade squamous intraepithelial lesion, the second episode of abdominal pain, the second episode of presyncope and abdominal pain localised to be related to essure. The reporter commented: on (B)(6) 2015 essure was implanted and this procedure took place without difficulty, under hypnosis, with ¿3 intrauterine trailing coils¿. On (B)(6) 2016: the patient underwent na abdominal x-ray without contrast to verify the position of the implants. This test showed ¿two asymmetric implants in the pelvic area¿. On (B)(6) 2016, the patient underwent to an hysterosalpingography which showed, in the right fallopian tube ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 the patient's cardiologist, who observed that his patient ¿had presented with several vasovagal episodes with hypotension, including one episode with convulsions, on her birthday¿ concluded that her ¿cardiovascular workup was satisfactory, with no contraindication to anesthesia with thrombophlebitis prevention.¿ on (B)(6) 2016, the patient went to the allergist and the report indicated, ¿48 hours later, there was a clearly positive result for nickel and a slightly positive result for chrome salts. From 19 to (B)(6) 2017 the patient was hospitalized to have her essures removed. The gynecologist observed, ¿patient wants essure removal: symptoms dominated by pelvic pain appeared after essure insertion (hair loss, asthenia, palpitations) and worsened during menstruation¿, ¿nickel and copper allergy¿. Patient¿s health greatly improved since essure removal on (B)(6) 2017. In the report of the consultation that took place when the patient presented to the hospital on (B)(6) 2018 for severe pain in the left iliac fossa, there is a mention that an ovarian cyst had ruptured in (B)(6) 2017. The left ovarian cyst was also mentioned as having been removed in 2017 (month not specified). Transvaginal pelvic ultrasound was normal during this visit. The patient was advised to return to the ER if necessary. There is no etiology found for event acute and intense abdominal pains (B)(6) 2018) one year after salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: two asymmetric implants. Allergy test - on (B)(6) 2016: results: positive for nickel and for chrome salts. Biopsy cervix - on (B)(6) 2017: results: high grade dysplasia. Blood test - on (B)(6) 2016: normal; on (B)(6) 2016: results: normal; on (B)(6) 2017: assessment: normal. Results: normal. Diabetes mellitus management - on (B)(6) 2016: normal. Gynaecological examination - on (B)(6) 2015: normal. Hysterosalpingogram - on (B)(6) 2016: 3 essure coils seen in the right fallopian tube, but no passage of the contrast medium beyond the essure coils. Hysteroscopy - in (B)(6) 2016: right implant in unusual position with occlusion. Magnetic resonance imaging abdominal - on (B)(6) 2017: results: no ovarian cysts, showed fibromatous uterus. Pathology test - on (B)(6) 2017: discrete mucosal fibrous changes without any notable inflammation and absence of dysplastic or tumoral lesion. Smear test - on (B)(6) 2016: low grade malphigian intraepithelial lesion (bethesda lsil, cin 1) and hpv-related cellular modifications; on (B)(6) 2017: high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration; in (B)(6) 2017: results: normal. Ultrasound abdomen - on (B)(6) 2016: no abdominal abnormality. Ultrasound pelvis - on (B)(6) 2016: the implants seemed to be in place, with the right implant appearing twisted on itself at the anterior part of the tube; on (B)(6)2017: very likely left hemorrhagic ovarian cyst making it impossible to rule out an endometriotic process. Tubal implants seen in place. Ultrasound scan - on (B)(6) 2017: normal. X-ray - in 2016: one of the inserts twisted in the fallopian tube. X-ray of pelvis and hip - on (B)(6) 2016: essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2020: the following information was added: reporter lawyer, events added - pain abdomen, acute and intense abdominal pains (salpingectomy was performed one year before). One reporter causality comment was added: there is no etiology found for event acute and intense abdominal pains (B)(6) 2018) one year after salpingectomy we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain appeared after essure insertion and worsened during menstruation'), abdominal pain localised ('intense abdominal pain (impossible to move), right sided pain'), seizure ('convulsions') and high grade squamous intraepithelial lesion ('high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration / high grade dysplasia') in a 36-year-old female patient who had essure (batch no. D40631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "the right implant appearing twisted on itself at the anterior part of the tube" on (B)(6) 2016. The patient's medical history included device intolerance on (B)(6) 2014, transient ischemic attack in 2005, parity 3 (three children), complication of pregnancy (three difficult pregnancies), hypertension, labile hypertension, quincke's oedema, calcaneus fracture and migraine. No gynecological history. On (B)(6) 2012, (B)(6) 2014 and (B)(6) 2014: pap smear with no abnormalities. Previously administered products included for an unreported indication: approval (irbesartan) for labile hypertension. From 2005 to 2008. Concomitant products included etifoxine hydrochloride (stresam) for abnormal sleep-related event as well as ibuprofen. In (B)(6) 2015, the patient experienced malaise ("frequent malaise"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("pain abdomen"), 2 months 25 days after insertion of essure. In (B)(6) 2016, the patient experienced device dislocation ("presence of the right implant in unusual position with occlusion"). On (B)(6) 2016, the patient experienced the first episode of presyncope ("a vasovagal-like episode of malaise"), loss of consciousness ("loss of consciousness") and abdominal pain upper ("sudden onset of intense epigastric pain / spasmatic pain with radiation/ stomach pain"). On (B)(6) 2016, the patient experienced the second episode of presyncope ("several vasovagal episodes with hypotension, including one episode with convulsions") with seizure and hypotension. In (B)(6) 2016, the patient experienced device intolerance ("suspected intolerance to the essure"). On (B)(6) 2016, the patient experienced low grade squamous intraepithelial lesion ("a low grade malphigian intraepithelial lesion"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel and copper"). On (B)(6) 2017, the patient experienced high grade squamous intraepithelial lesion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("acute and intense abdominal pains (salpingectomy was performed one year before)"). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain localised (seriousness criterion medically significant), dysmenorrhoea ("periods were painful"), menometrorrhagia ("menometrorrhagia"), headache ("headaches"), seizure (seriousness criterion medically significant), syncope ("fainting spells"), ovulation pain ("recurrent peri-ovulatory pain"), umbilical haematoma ("sub-umbilical slight hematoma"), fatigue ("major fatigue, especially one week before menstrual period, feels very tired"), visual impairment ("vision was altered at various times of day"), tachycardia ("tachycardia"), palpitations ("palpitations"), alopecia ("hair loss"), vertigo ("vertigo"), memory impairment ("memory disorders"), adnexa uteri cyst ("benign serous paratubal cyst") and sleep disorder ("sleep disorders") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was treated with acetylleucine (tanganil), other drugs for functional gastrointestinal disorders, ramipril, tranexamic acid (exacyl) and surgery (essure was removed via laparoscopic bilateral salpingectomy and cone procedure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain localised, dysmenorrhoea, headache, syncope, visual impairment, tachycardia, palpitations, abdominal pain upper, vertigo and memory impairment had resolved, the migraine had resolved with sequelae. At the time of the report, the pelvic pain, allergy to metals, device dislocation, seizure, the last episode of presyncope, loss of consciousness, ovulation pain, high grade squamous intraepithelial lesion, umbilical haematoma, device intolerance, low grade squamous intraepithelial lesion, alopecia, uterine leiomyoma, adnexa uteri cyst, sleep disorder and the last episode of abdominal pain outcome was unknown and the menometrorrhagia, fatigue and malaise had resolved. The reporter considered abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, device dislocation, device intolerance, dysmenorrhoea, fatigue, headache, loss of consciousness, low grade squamous intraepithelial lesion, malaise, memory impairment, menometrorrhagia, migraine, ovulation pain, palpitations, pelvic pain, seizure, sleep disorder, syncope, tachycardia, umbilical haematoma, uterine leiomyoma, vertigo, visual impairment, the first episode of abdominal pain, the first episode of presyncope, high grade squamous intraepithelial lesion, the second episode of abdominal pain, the second episode of presyncope and abdominal pain localised to be related to essure. The reporter commented: on (B)(6) 2015 essure was implanted and this procedure took place without difficulty, under hypnosis, with ¿3 intrauterine trailing coils¿. On (B)(6) 2016: the patient underwent na abdominal x-ray without contrast to verify the position of the implants. This test showed ¿two asymmetric implants in the pelvic area¿. On (B)(6) 2016, the patient underwent to an hysterosalpingography which showed, in the right fallopian tube ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 the patient's cardiologist, who observed that his patient ¿had presented with several vasovagal episodes with hypotension, including one episode with convulsions, on her birthday¿ concluded that her ¿cardiovascular workup was satisfactory, with no contraindication to anesthesia with thrombophlebitis prevention.¿ on (B)(6) 2016, the patient went to the allergist and the report indicated, ¿48 hours later, there was a clearly positive result for nickel and a slightly positive result for chrome salts. From 19 to (B)(6) 2017 the patient was hospitalized to have her essures removed. The gynecologist observed, ¿patient wants essure removal: symptoms dominated by pelvic pain appeared after essure insertion (hair loss, asthenia, palpitations) and worsened during menstruation¿, ¿nickel and copper allergy¿. Patient¿s health greatly improved since essure removal on (B)(6) 2017. In the report of the consultation that took place when the patient presented to the hospital on (B)(6) 2018 for severe pain in the left iliac fossa, there is a mention that an ovarian cyst had ruptured in (B)(6) 2017. The left ovarian cyst was also mentioned as having been removed in 2017 (month not specified). Transvaginal pelvic ultrasound was normal during this visit. The patient was advised to return to the ER if necessary. There is no etiology found for event acute and intense abdominal pains (B)(6) 2018) one year after salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: two asymmetric implants. Allergy test - on (B)(6) 2016: results: positive for nickel and for chrome salts. Biopsy cervix - on (B)(6) 2017: results: high grade dysplasia. Blood test - on (B)(6) 2016: normal; on (B)(6) 2016: results: normal; on (B)(6) 2017: assessment: normal results: normal. Diabetes mellitus management - on (B)(6) 2016: normal. Gynaecological examination - on (B)(6) 2015: normal. Hysterosalpingogram - on (B)(6) 2016: 3 essure coils seen in the right fallopian tube, but no passage of the contrast medium beyond the essure coils. Hysteroscopy - in (B)(6) 2016: right implant in unusual position with occlusion. Magnetic resonance imaging abdominal - on (B)(6) 2017: results: no ovarian cysts, showed fibromatous uterus. Pathology test - on (B)(6) 2017: discrete mucosal fibrous changes without any notable inflammation and absence of dysplasic or tumoral lesion. Smear test - on (B)(6) 2016: low grade malphigian intraepithelial lesion (bethesda lsil, cin 1) and hpv-related cellular modifications; on (B)(6) 2017: high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration; in (B)(6) 2017: results: normal. Ultrasound abdomen - on (B)(6) 2016: no abdominal abnormality. Ultrasound pelvis - on (B)(6) 2016: the implants seemed to be in place, with the right implant appearing twisted on itself at the anterior part of the tube; on (B)(6) 2017: very likely left hemorrhagic ovarian cyst making it impossible to rule out an endometriotic process. Tubal implants seen in place. Ultrasound scan - on (B)(6) 2017: normal. X-ray - in 2016: one of the inserts twisted in the fallopian tube. X-ray of pelvis and hip - on (B)(6) 2016: essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 05-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain appeared after essure insertion and worsened during menstruation"), abdominal pain ("intense abdominal pain (impossible to move)"), seizure ("convulsions"), the second episode of presyncope ("several vasovagal episodes with hypotension, including one episode with convulsions") and the second episode of cervical dysplasia ("high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration / high grade dysplasia") in a 37-year-old female patient who had essure (batch no. D40631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "the right implant appearing twisted on itself at the anterior part of the tube". The patient's past medical history included parity 3 (three children), complication of pregnancy (three difficult pregnancies), hypertension, device intolerance on (B)(6) 2014, transient ischemic attack in 2005 and labile hypertension. No gynecological history. On (B)(6) 2012, (B)(6) 2014and (B)(6) 2014: pap smear with no abnormalities. Previously administered products included for an unreported indication: aprovel (irbesartan) for labile hypertension. From 2005 to 2008. Concomitant products included etifoxine (stresam) for abnormal sleep-related event as well as ibuprofen. In (B)(6) 2015, the patient experienced malaise ("frequent malaise"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation ("presence of the right implant in unusual position with occlusion"). In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), seizure (seriousness criterion medically significant), syncope ("fainting spells"), the first episode of fatigue ("major fatigue, especially one week before menstrual period"), visual impairment ("vision was altered at various times of day"), dysmenorrhoea ("periods were painful"), palpitations ("palpitations") and allergy to metals ("allergy to nickel and copper"). On (B)(6) 2016, 7 months 25 days after insertion of essure, the patient experienced the first episode of abdominal pain upper ("sudden onset of intense epigastric pain / spamatic pain with radiation"), the first episode of presyncope ("a vasovagal-like episode of malaise") and loss of consciousness ("loss of consciousness"). On (B)(6) 2016, the patient experienced the second episode of presyncope (seriousness criterion medically significant) with hypotension and seizure. In (B)(6) 2016, the patient experienced device intolerance ("suspected intolerance to the essure"). On (B)(6) 2016, the patient experienced the first episode of cervical dysplasia ("a low grade malphigian intraepithelial lesion"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced the second episode of cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("unusual problems and lesions"), menometrorrhagia ("menomettrorhagia"), alopecia ("hair loss"), the second episode of abdominal pain upper ("stomach pain"), vertigo ("vertigo"), ovulation pain ("recurrent peri-ovulatory pain"), uterine leiomyoma ("fibromatous uterus"), headache ("headaches"), tachycardia ("tachycardia") and the second episode of fatigue ("feels very tired"). The patient was treated with tranexamic acid (exacyl), spasfon, acetylleucine (tanganil), ramipril, surgery (essure was removed via laparoscopic bilateral salpingectomy) and surgery (cone procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, seizure, the last episode of presyncope, the last episode of cervical dysplasia, syncope, visual impairment, dysmenorrhoea, palpitations, allergy to metals, adverse event, loss of consciousness, device dislocation, device intolerance, alopecia, the last episode of abdominal pain upper, vertigo, ovulation pain, uterine leiomyoma, headache and tachycardia outcome was unknown and the malaise, menometrorrhagia, the last episode of fatigue and migraine had resolved. The reporter provided no causality assessment for abdominal pain, adverse event, allergy to metals, alopecia, device dislocation, device intolerance, dysmenorrhoea, headache, loss of consciousness, malaise, menometrorrhagia, migraine, ovulation pain, palpitations, pelvic pain, seizure, syncope, tachycardia, uterine leiomyoma, vertigo, visual impairment, the first episode of abdominal pain upper, the first episode of cervical dysplasia, the first episode of fatigue, the first episode of presyncope, the second episode of abdominal pain upper, the second episode of cervical dysplasia, the second episode of fatigue and the second episode of presyncope with essure. The reporter commented: on (B)(6) 2015 essure was implanted and this procedure took place without difficulty, under hypnosis, with ¿3 intrauterine trailing coils¿. On (B)(6) 2016: the patient underwent na abdominal x-ray without contrast to verify the position of the implants. This test showed ¿two asymmetric implants in the pelvic area¿. On (B)(6) 2016, the patient underwent to an hysterosalpingography which showed, in the right fallopian tube, ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 the patient's cardiologist, who observed that his patient ¿had presented with several vasovagal episodes with hypotension, including one episode with convulsions, on her birthday¿ concluded that her ¿cardiovascular workup was satisfactory, with no contraindication to anesthesia with thrombophlebitis prevention.¿ on (B)(6) 2016, the patient went to the allergist and the report indicated, ¿48 hours later, there was a clearly positive result for nickel and a slightly positive result for chrome salts. From 19 to (B)(6) 2017 the patient was hospitalized to have her essures removed. The gynecologist observed, ¿patient wants essure removal: symptoms dominated by pelvic pain appeared after essure insertion (hair loss, asthenia, palpitations) and worsened during menstruation¿, ¿nickel and copper allergy¿. Patient¿s health greatly improved since essure removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: two asymmetric impla allergy test - on (B)(6) 2016: positive for nickel and for chrome salts biopsy cervix - on (B)(6) 2017: high grade dysplasia blood test - on (B)(6) 2016: normal; on (B)(6) 2016: normal; on (B)(6) 2017: normal (normal) diabetes mellitus management - on (B)(6) 2016: normal gynaecological examination - on (B)(6) 2015: normal (normal) hysterosalpingogram - on (B)(6) 2016: 3 essure coils hysteroscopy - in (B)(6) 2016: right implant in unusual position with occlusion nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: no ovarian cysts, showed fibromatous uterus pathology test - on (B)(6) 2017: discrete mucosal fibrous... Smear cervix - on (B)(6) 2016: malphigian intraepithelial lesion smear test - on (B)(6) 2017: high-grade (cin )2 m; in (B)(6) 2017: normal ultrasound abdomen - on (B)(6) 2016: no abdominal abnormality ultrasound pelvis - on (B)(6) 2016: implants seemed to be in place; on (B)(6) 2017: left hemorrhagic ovarian cyst ultrasound scan - on (B)(6) 2017: normal x-ray - in 2016: one of the inserts twisted in the fallopian tube x-ray of pelvis and hip - on (B)(6) 2016: essures in place on (B)(6) 2016: hysterosalpingography (cont.): showed, in the right fallopian tube, ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 smear cervix (cont.): the patient underwent a pap smear that showed a low grade malphigian intraepithelial lesion (bethesda lsil, cin 1) and hpv-related cellular modifications. On (B)(6) 2016 ultrasound pélvis (cont.): ¿the implants seemed to be in place, with the right implant appearing twisted on itself at the anterior part of the tube.¿ on (B)(6) 2017 smear test (cont.): showed a ¿high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration¿. On (B)(6) 2017 pelvic ultrasound (cont.): very likely left hemorrhagic ovarian cyst making it impossible to rule out an endometriotic process. Tubal implants seen in place. On (B)(6) 2017 pathology (cont.): discrete mucosal fibrous changes without any notable inflammation and absence of dysplasic or tumoral lesion. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain appeared after essure insertion and worsened during menstruation"), abdominal pain ("intense abdominal pain (impossible to move), right sided pain"), seizure ("convulsions"), the second episode of presyncope ("several vasovagal episodes with hypotension, including one episode with convulsions"), the second episode of cervical dysplasia ("high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration / high grade dysplasia") and umbilical haematoma ("sub-umbilical slight hematoma") in a 37-year-old female patient who had essure (batch no. D40631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "the right implant appearing twisted on itself at the anterior part of the tube" on (B)(6) 2016. The patient's medical history included parity 3 (three children), complication of pregnancy (three difficult pregnancies), hypertension, device intolerance on (B)(6) 2014, transient ischemic attack in 2005, labile hypertension, quincke's oedema, calcaneus fracture and migraine. No gynecological history. On (B)(6) 2012, (B)(6) 2014 and (B)(6) 2014: pap smear with no abnormalities. Previously administered products included for an unreported indication: aprovel (irbesartan) for labile hypertension. From 2005 to 2008. Concomitant products included etifoxine hydrochloride (stresam) for abnormal sleep-related event as well as ibuprofen. In (B)(6) 2015, the patient experienced malaise ("frequent malaise"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation ("presence of the right implant in unusual position with occlusion"). On (B)(6) 2016, the patient experienced abdominal pain upper ("sudden onset of intense epigastric pain / spasmatic pain with radiation/ stomach pain"), the first episode of presyncope ("a vasovagal-like episode of malaise") and loss of consciousness ("loss of consciousness"), 7 months 25 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of presyncope (seriousness criterion medically significant) with hypotension and seizure. In (B)(6) 2016, the patient experienced device intolerance ("suspected intolerance to the essure"). On (B)(6) 2016, the patient experienced the first episode of cervical dysplasia ("a low grade malphigian intraepithelial lesion"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel and copper"). On (B)(6) 2017, the patient experienced the second episode of cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), seizure (seriousness criterion medically significant), umbilical haematoma (seriousness criterion medically significant), syncope ("fainting spells"), fatigue ("major fatigue, especially one week before menstrual period, feels very tired"), visual impairment ("vision was altered at various times of day"), dysmenorrhoea ("periods were painful"), palpitations ("palpitations"), adverse event ("unusual problems and lesions"), menometrorrhagia ("menometrorrhagia"), alopecia ("hair loss"), vertigo ("vertigo"), ovulation pain ("recurrent peri-ovulatory pain"), headache ("headaches"), tachycardia ("tachycardia"), memory impairment ("memory disorders"), adnexa uteri cyst ("benign serous paratubal cyst") and sleep disorder ("sleep disorders") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was treated with acetylleucine (tanganil), other drugs for functional gastrointestinal disorders, ramipril, tranexamic acid (exacyl) and surgery (essure was removed via laparoscopic bilateral salpingectomy and cone procedure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, syncope, visual impairment, dysmenorrhoea, palpitations, abdominal pain upper, vertigo, headache, tachycardia and memory impairment had resolved, the migraine had resolved with sequelae. At the time of the report, the pelvic pain, seizure, the last episode of presyncope, the last episode of cervical dysplasia, umbilical haematoma, allergy to metals, adverse event, loss of consciousness, device dislocation, device intolerance, alopecia, ovulation pain, uterine leiomyoma, adnexa uteri cyst and sleep disorder outcome was unknown and the fatigue, malaise and menometrorrhagia had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adnexa uteri cyst, adverse event, allergy to metals, alopecia, device dislocation, device intolerance, dysmenorrhoea, fatigue, headache, loss of consciousness, malaise, memory impairment, menometrorrhagia, migraine, ovulation pain, palpitations, pelvic pain, seizure, sleep disorder, syncope, tachycardia, umbilical haematoma, uterine leiomyoma, vertigo, visual impairment, the first episode of cervical dysplasia, the first episode of presyncope, the second episode of cervical dysplasia and the second episode of presyncope with essure. The reporter commented: on (B)(6) 2015essure was implanted and this procedure took place without difficulty, under hypnosis, with ¿3 intrauterine trailing coils¿. On (B)(6) 2016: the patient underwent na abdominal x-ray without contrast to verify the position of the implants. This test showed ¿two asymmetric implants in the pelvic area¿. On (B)(6) 2016, the patient underwent to an hysterosalpingography which showed, in the right fallopian tube ¿3 essure coils¿, but no passage of the contrast medium beyond the essure coils. On (B)(6) 2016 the patient's cardiologist, who observed that his patient ¿had presented with several vasovagal episodes with hypotension, including one episode with convulsions, on her birthday¿ concluded that her ¿cardiovascular workup was satisfactory, with no contraindication to anesthesia with thrombophlebitis prevention.¿ on (B)(6) 2016, the patient went to the allergist and the report indicated, ¿48 hours later, there was a clearly positive result for nickel and a slightly positive result for chrome salts. From 19 to (B)(6) 2017 the patient was hospitalized to have her essures removed. The gynecologist observed, ¿patient wants essure removal: symptoms dominated by pelvic pain appeared after essure insertion (hair loss, asthenia, palpitations) and worsened during menstruation¿, ¿nickel and copper allergy¿. Patient¿s health greatly improved since essure removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: two asymmetric implants. Allergy test - on (B)(6) 2016: results: positive for nickel and for chrome salts. Biopsy cervix - on (B)(6) 2017: results: high grade dysplasia. Blood test - on (B)(6) 2016: normal; on (B)(6) 2016: results: normal; on (B)(6) 2017: assessment: normal results: normal. Diabetes mellitus management - on (B)(6) 2016: normal. Gynaecological examination - on (B)(6) 2015: normal. Hysterosalpingogram - on (B)(6) 2016: 3 essure coils seen in the right fallopian tube, but no passage of the contrast medium beyond the essure coils. Hysteroscopy - in (B)(6) 2016: right implant in unusual position with occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: results: no ovarian cysts, showed fibromatous uterus. Pathology test - on (B)(6) 2017: discrete mucosal fibrous changes without any notable inflammation and absence of dysplasic or tumoral lesion. Smear test - on (B)(6) 2016: low grade malphigian intraepithelial lesion (bethesda lsil, cin 1) and hpv-related cellular modifications; on (B)(6) 2017: high-grade (cin )2 malphigian intraepithelial lesion without chorionic infiltration; in (B)(6) 2017: results: normal. Ultrasound abdomen - on (B)(6) 2016: no abdominal abnormality. Ultrasound pelvis - on (B)(6) 2016: the implants seemed to be in place, with the right implant appearing twisted on itself at the anterior part of the tube; on (B)(6) 2017: very likely left hemorrhagic ovarian cyst making it impossible to rule out an endometriotic process. Tubal implants seen in place. Ultrasound scan - on (B)(6) 2017: normal. X-ray - in 2016: one of the inserts twisted in the fallopian tube. X-ray of pelvis and hip - on (B)(6) 2016: essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: lawyer provided follow up: history added: quincke's oedema, calcaneus fracture, migraines. Course after removal of essure: sub-umbilical slight hematoma (new event) viewed on ultrasound, not pathological. Pathological anatomy examination showed benign serous paratubal cyst (added as event). Memory disorders and sleep disorders (new events). On (B)(6) 2017 events had resolved: headaches, migraines (with sequelae, start date removed), tachycardia, vertigo, stomach pain (merged to one event with epigastric pain), palpitations, painful periods, altered vision, fainting spells, intense abdominal pain ameded with right sided pain (for the last five events start date was removed as well). Fatigue (merged with event feeling tired) resolved on unspecified date. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.